Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery of insulin and high blood glucose level and had replace battery now alarm and off no power alert. The customer had not reported the symptoms. The customer states treated with bolus. Customer's current blood glucose value was 107 mg/dl. Customer's blood glucose value was 289 mg/dl at time of incident. Customer reported that had a high blood glucose level issue . Troubleshooting was performed. Customer report customer does not allege pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined to check for the presence of leaks or air bubbles. Customer declined to check for possible site/insulin issues. Explained the 2 high blood glucose rule. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer additionally stated that unsure what caused the high. While doing troubleshooting for sensor issue saw alarm of repl. Battery, which customer stated she slept through, and then off no power alert. This possibly lead to high blood glucose level. The product was not returned for analysis.